Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tha had been performed with an or3o system on (B)(6) 2021, the or3o dual mobility liner 50/64 dislodged from the acetabular shell on (B)(6) 2021. The insert and head, in addition to the liner, were explanted. This event was addressed via revision surgery on (B)(6) 2022. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the dislodge was confirmed. The clinical/medical investigation concluded that, this case reports a revision was performed due to the liner dislodged from the acetabular shell. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. One undated/unlabeled x-ray photo image was provided for review and appears to support the complaint as the head is not centered within the acetabular cup. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed in the potential complications associated with total hip arthroplasty surgery, primary or revision that dislocations, subluxation, decreased range of motion, or lengthening or shortening of the femur can occur. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported incident could be corroborated as the device was dislodged and it was required a revision surgery to treat this event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.